Event description:
From staff: the surgeon was performing a laparoscopic total hysterectomy. They were using the endostitch with a v-loc suture to close the vaginal cuff. The v-loc suture needle broke in half while in use in the abdomen. The suture and one half of the needle were removed from the abdomen. The surgeon and 1st assist searched the cavity for the piece of suture needle that was missing. The surgeon was not able to find the remaining piece, therefore the needle count was incorrect. The charge nurse was notified of the incorrect count. X-ray was called and came to the room to do an x-ray of the abdomen. The x-ray was performed and immediately the surgeon could see the needle in the abdomen on the x-ray. The surgeon then went back in with the camera and searched in the area the needle appeared to be on the x-ray. After searching for several minutes, the surgeon was able to locate the piece of needle and successfully removed it. The needle was then compared to an intact v-loc needle, and the team agreed we had the entire needle. The surgeon was then able to complete the procedure. From operative report: an endo stitch device was used to close the vaginal cuff in a running fashion. The 1st endo stitch needle that we used broke intraoperatively. Intraoperative x-ray was performed to locate the fragment of the needle. The needle was removed without complication. The specimen was removed from the vagina and handed off the field for pathology review. Manufacturer response for suture, absorbable, synthetic, polyglycolic acid, v-loc 180 (per site reporter) see note on other devices listed within this report. Manufacturer response for endoscopic tissue approximation device, endo stitch (per site reporter). This has been reported to the rep. These devices have been recalled but we somehow had another one on our shelf. We did clean the shelves when these were recalled. Unsure of how this device got on shelf. No others in stock at this time.